Event description:
The customer stated that he was hospitalized with a blood glucose reading of 580 mg/dl. The customer was also suffering from an infection at the time of the event. Troubleshooting was performed, and the prime test passed. The customer stated that the up button on the insulin pump was unresponsive. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.